Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance on this right ventricular lead. A health care provider reported that isometrics were performed with normal lead values. The lead had been programmed in the triad configuration with readings ranging from 65-100 ohms. Noise was also present on one episode. Resolution was to be discussed with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received in which low shock impedances were again detected.

Manufacturer narrative:
No further information was provided. Information suggests these products remain in-service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative later reported that this patient had a recent operation on their back. The physician was accessing the options and it is uncertain if anything will be done in the near future.